Manufacturer narrative:
The plant has reviewed this batch (lot# j81192) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations.

Event description:
Burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree [burns second degree]. Burn blisters with wounds [wound]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6)-years-old male patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), device lot number j81192, from an unspecified date for an unspecified indication. The patient medical history was unknown (good general condition). Concomitant medication included metamizole sodium (novaminsulfon) since (B)(6) 2016, 1-2 x 500 mg tablet, 4x/day for muscle tension, naloxone hydrochloride, tilidine hydrochloride (tilidin comp. Stada) since (B)(6) 2016 at 1-2 tablets at night for muscle tension, methocarbamol (ortoton) since (B)(6) 2016 3x2 tablets for muscle tension. The patient experienced burn blisters with wounds. The outcome of the events was unknown. Upon follow up, it was reported on (B)(6) 2016, the patient used single thermacare fuer flexible anwendung (lot# l75954, expiration date: feb2018) for muscle tension of back muscles which caused burn blisters with wounds requiring treatment with burn and wound gel and zink-ointment. Thermacare was not used in the past. Surgery was not required and the outcome was unknown. Burn blisters with wounds as big as patch, according to pictures severity could not be exactly classified, but presumably second degree. According to the product quality complaint group: the plant has reviewed this batch (lot # j81192) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (22jan2016): new information received from the product quality complaint group included investigational results. Additional information has been requested and will be provided as it becomes available. Follow-up (19feb2016): new information received from the contactable pharmacist included patient's data (height, weight and age), concomitant medications, product data (additional suspect product thermacare fuer flexible anwendung), reaction data (event verbatim burn blisters with wounds as big as patch/presumably second degree, onset date, treatment). Company clinical evaluation comment based on the information provided, the events "burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets follow up (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events "burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets follow up (B)(6) and 30-day FDA reportability. Continued: evaluation summary: the plant has reviewed this batch (lot# j81192) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations.

Event description:
Burn blisters with wounds [burns second degree], burn blisters with wounds [wound]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) male patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), device lot number j81192, from an unspecified date for an unspecified indication. The patient medical history was not reported. There were no concomitant medications. The patient experienced burn blisters with wounds in (B)(6) 2016. The pharmacist stated medical and surgical acute measures were necessary. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events "burn blisters with wounds" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events "burn blisters with wounds" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number: j81192) from an unspecified date for an unspecified indication. The patient's medical history was unknown (good general condition). Concomitant medication included metamizole sodium (novaminsulfon) since (B)(6) 2016, 1-2 x 500 mg tablet, 4x/day for muscle tension, naloxone hydrochloride, tilidine hydrochloride (tilidin comp. Stada) since (B)(6) 2016 at 1-2 tablets at night for muscle tension, methocarbamol (ortoton) since (B)(6) 2016 3x2 tablets for muscle tension. The patient experienced burn blisters with wounds. The outcome of the events was unknown. Upon follow up, it was reported on (B)(6) 2016, the patient used single thermacare fuer flexible anwendung (lot# l75954, expiration date: feb2018) for muscle tension of back muscles which caused burn blisters with wounds requiring treatment with burn and wound gel and zink-ointment. Thermacare was not used in the past. Surgery was not required and the outcome was unknown. Burn blisters with wounds as big as patch, according to pictures. Severity could not be exactly classified, but presumably second degree. According to the product quality complaint group: the plant has reviewed this batch (lot # j81192) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations. New information received from product quality complaint (pqc) group includes investigation results for lot # l75954. The plant has reviewed this batch (lot #: l75954) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples meet the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all meet product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (22jan2016): new information received from the product quality complaint group included investigational results for lot #j81192. Additional information has been requested and will be provided as it becomes available. Follow-up (19feb2016): new information received from the contactable pharmacist included patient's data (height, weight and age), concomitant medications, product data (additional suspect product thermacare fuer flexible anwendung), reaction data (event verbatim burn blisters with wounds as big as patch/presumably second degree, onset date, treatment). Follow-up (03mar2016): new information received from product quality complaints (pqc) group included: product quality investigation results for lot # l75954. Company clinical evaluation comment based on the information provided, the events "burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events "burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations.

Event description:
Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) male patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare heatwrap), device lot number j81192, from an unspecified date for an unspecified indication. The patient medical history was not reported. There were no concomitant medications. The patient experienced burn blisters with wounds in (B)(6) 2016. The pharmacist stated medical and surgical acute measures were necessary. The outcome of the events was unknown. According to the product quality complaint group: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (22jan2016): new information received from the product quality complaint group included investigational results. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events "burn blisters with wounds" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events "burn blisters with wounds" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability. Evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations.

Manufacturer narrative:
The plant has reviewed this batch (lot # j81192) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations.

Event description:
Event verbatim [preferred term] burn blister [burns second degree], burn blisters with wounds [wound]. Narrative: this is a spontaneous report from a contactable pharmacist. A 27-year-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare heatwrap) (device lot number: j81192) from an unspecified date for an unspecified indication. The patient's medical history was not reported. The patient had not previously used thermacare heatwraps. Concomitant medication included metamizole sodium (novaminsulfon) since (B)(6) 2016, 1-2 x 500 mg tablet, 4x/day for muscle tension, naloxone hydrochloride, tilidine hydrochloride (tilidin comp. Stada) since (B)(6) 2016 at 1-2 tablets at night for muscle tension and methocarbamol (ortoton) since (B)(6) 2016 3x2 tablets for muscle tension. On (B)(6) 2016, the patient experienced burn blisters with wounds as big as the patch, according to pictures. The severity could not be exactly classified, but presumably second degree. Action taken with the suspect product was unknown. Therapeutic measures taken included unspecified burn and wound gel and zinc-ointment. No surgery was required as a result of the events. The outcome of the events was unknown. According to the product quality complaint group: the plant has reviewed this batch (lot # j81192) from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information as provided with the wrap to avoid risk of burns or other skin irritations. Follow-up (22jan2016): new information received from the product quality complaint group included investigational results. Follow-up (19feb2016): new information received from the contactable pharmacist included patient's data (height, weight and age), concomitant medications, reaction data (event verbatim burn blisters with wounds as big as patch/presumably second degree, onset date, treatment). Amendment: this is a spontaneous report from a contactable pharmacist who reported same event to the same patient using different heatwraps. This case is for the use of thermacare heatwrap. This is a follow-up report to notify us food and drug administration (FDA) that MFR report number 1066015- 2016-00011 and MFR report number 1066015-2016- 00030 are duplicate. All subsequent follow-up information, for this patient and thermacare heatwrap used, will be reported under MFR report number 1066015-2016-00011 (corresponding to company case number (B)(4)). MFR report number 1066015-2016-00030 is to be considered as deleted. In addition, a new pfizer individual safety report number corresponding to company case number (B)(4) (FDA MFR report number 1066015-2021-00029) has been created for additional suspect thermacare fuer flexible anwendung for the same patient, same event and linked together. Comment: based on the information provided, the events "burn blisters with wounds/burn blisters with wounds as big as patch/presumably second degree" as described in this case are considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.